Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023.  The product was evaluated. An external visual inspection was performed and passed. The customer complaint was confirmed because there was an indication of an inaccurate cgm.  The reported glucose values fall within the d zone of the parkes error grid. However, the data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.